Manufacturer narrative:
Initial report suggested there were no medical intervention or treatment provided; however the current status of the patient is unknown. Unable to determine if the patient had followed the instructions for use as instructed; if not, potentially contributed to the positive results in one day and negative results a day after. Customer/user claimed that the positive test result showed after one (1) minute of test. Per IFU, it specifically states in step 5: to wait for 15 minutes. It also states that as per the note: do not interpret your test result until after your 15 minute timer has completed, as the t line may take as long as 15 minutes to appear. In addition, as described in step 6: read result, as follows: results should not be read after 30 minutes (results shown at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. Customer/user was not forthcoming with information on how the swab and drop test was performed, as evidence clearly points out to improper steps and/or application having performed. The reported concern is most likely attributed to user error (based on the narrative description), as the step by step instructions, as depicted in the IFU was not appropriately followed. Lack of and/or limited information have been provided to date up to including the lack of device/test kit(s) to conduct further evaluation.

Event description:
Customer feedback: took test, saw positive result in one minute ( possibly read too fast, not after 15), took another test next day, negative.